Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the tower and 2 won¿t open. A technical support specialist (tss) checked the logs and found hardware was failed. The tss guided the customer through the manual fail over and recovery process for the affected drawer. The customer subsequently rebooted the system, which resolved the issue. After troubleshooting, the device operated as intended after technical support specialist assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the entire ld tower did not open and ld_twr dr 2 went directly to the ¿require maintenance¿ page without providing a recovery option. After restarting the pyxis device, none of the tower doors opened. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.